Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, migration, and surgical conversion.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014, the patient underwent treatment of a 72 mm abdominal aortic aneurysm whereby three gore® excluder® aaa endoprostheses were implanted. On (B)(6) 2015, follow up cta imaging reportedly showed the aneurysm measured 77 mm. On (B)(6) 2016, follow up ultrasound reportedly showed the aneurysm measured 67 mm. It was reported that on (B)(6) 2017, follow up ultrasound imaging showed profound dilation of the aortic neck with the aneurysm measuring 74 mm. It was also reported the graft appeared to have ¿dislodged¿. A decision was reportedly made to convert the patient to open repair for treatment of the aneurysm. On (B)(6) 2017, follow up cta imaging reportedly showed the aneurysm measured 72 mm. On (B)(6) 2018, an open procedure was performed whereby conventional aneurysm repair and surgical removal of the endografts were performed, it was reported the patient was discharged home on (B)(6) 2018. Additional event information has been requested.

Manufacturer narrative:
Updated event description. Updated relevant test information. Patient medications - oxycodone, aspirin, ibuprofen, lutein, probiotic, metoprolol, mvi, red yeast rice. Corrected device codes. Corrected conclusion code. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, migration, and surgical conversion.

Event description:
The following information was reported to gore through (B)(6) registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014, the patient underwent treatment of a 72 mm abdominal aortic aneurysm whereby three gore® excluder® aaa endoprostheses were implanted. On (B)(6) 2015, follow up cta imaging reportedly showed the aneurysm measured 77 mm with no evidence of endoleak. On (B)(6) 2016, follow up ultrasound reportedly showed the aneurysm measured 67 mm. It was reported that on (B)(6) 2017, follow up ultrasound imaging showed profound dilation of the aortic neck with the aneurysm measuring 74 mm. It was also reported the graft appeared to have ¿dislodged,¿ with the trunk-ipsilateral leg component migrating distally ~ 15 mm from the proximal fixation site. It was also reported there was a proximal type I endoleak as a result of the migration. A decision was reportedly made to convert the patient to open repair for treatment of the aneurysm. On (B)(6) 2017, follow up cta imaging reportedly showed the aneurysm measured 72 mm. On (B)(6) 2018, an open procedure was performed whereby all three gore® excluder® aaa endoprostheses were explanted, and conventional aneurysm repair was performed. It was reported the patient was discharged home on (B)(6) 2018. The patient reportedly tolerated the procedure.